Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 18 mg/dl. The customer felt that the insulin pump over delivered insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the reservoir volume was accurate. The insulin pump passed the displacement test. Advised the customer that the insulin pump would be replaced since she feels that it over delivered. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.